Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Routine initial device testing indicated that the device did not pass the "stored egrams test" portion of returned products testing. Visual inspection noted the device case had a dent in the bottom of the case. The device was put through and passed a series of automated diagnostic testing that verified the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The device did not respond to a magnet. An internal switch (i.e., the reed switch) was tested and it was determined it did not close, as expected, in the presence of a magnet. Due to the location of the dent on the bottom of the device case, it was concluded damage due to external force resulted in improper function of the reed switch and failure of the "stored egrams test".

Event description:
Boston scientific received information that this implantable pacemaker was explanted due to normal battery depletion and was returned for disposal. Routine initial device testing indicated that detailed analysis was required. To date, there have been no reported adverse patient effects related to this clinical observation.